Event description:
The customer reported that their device was showing an intermittent white screen, which is indicative of a device lock up. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to corrupt software loaded on the user interface pcb assembly. An event code related to the reported issue was also observed in the service memory. Physio reloaded the software on the pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The follow up medwatch report should indicate: (B)(4): physio-control evaluated the device and verified the reported failure. The user interface pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported failure was due to corrupt software loaded on the user interface pcb assembly. An event code related to the reported issue was also observed in the service memory.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to corrupt software loaded on the user interface pcb assembly. An event code related to the reported issue was also observed in the service memory. Physio reloaded the software on the pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.